Event description:
It was reported that during a procedure the tip of the unit broke. It was further reported that the broken tip did not fall in the pt but in the suction irrigator. It was further reported that there were no adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.